Event description:
It was reported that the atrial lead perforated through the pericardium. The atrial lead dislodged, had high threshold, and oversensing. The atrial lead was repositioned and remains in use. The right ventricular (rv) lead had high thresholds. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, implantable pacing lead, 2014-(B)(6); dtba1d1, bi-ventricular implantable cardioverter defibrillator, 2014-(B)(6). (B)(4).